Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation as they remain in use. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Review of the controller log files associated with (B)(6) revealed five (5) controller power-up event, with an associated motor start events, logged on (B)(6) 2025 at 20:55:43, at 20:57:13, at 20:57:57, on (B)(6) 2025 at 14:56:52, and on (B)(6) 2025 at 09:27:29, indicating a loss of power to the controller. The controller was without power for fourteen (14) seconds, thirty-four (34) seconds, one (1) minute and 18 seconds, thirteen (13) seconds, and thirteen (13) seconds respectively. No anomalies were recorded leading up to the loss of power. In addition, log file analysis revealed a motor start event recorded on (B)(6) 2025 at 11:39:12, (B)(6) 2025 at 20:55:48, and on (B)(6) 2025 at 14:56:57 in which the motor start parameters were atypical. As a result, the reported events were confirmed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources by the patient, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Additional products d1: heartware ventricular assist system ¿ controller d4: serial #: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #:1420/ expiration date:31-mar-2022, serial or lot#: (B)(6), d9: no, h3: no, h4: mfg date: 19-mar-2021, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were handling issues with the ventricular assist device and the controller. The patient experienced atypical motor start parameters and a double power disconnect, leading to a loss of power. The patient is known to have handling issues with the device and is educated at each visit to the day clinic about proper handling of the device. No patient complications have been reported as a result of this event.